Event description:
It was reported that the device had broken/damaged,replaced broken bezel assy harness wire,missing door assy,missing door latch,missing display board,damaged bottom rear case,and corroded right,left iui,door assy with keypad issues. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b11, b14, annex a: a0206, annex g: g0405206, annex c: c20, annex d: d15.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 06feb2019. The review was performed from the date of manufacture to the present date 29jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had broken/damaged,replaced broken bezel assy harness wire,missing door assy,missing door latch,missing display board,damaged bottom rear case,and corroded right,left iui,door assy with keypad issues. There was no patient involvement.